Event description:
The patient reported they had turned therapy off for an unrelated surgery, and when they turned their therapy back on again, it hasn't been working. It was noted that the patient was feeling stimulation, but when they were sitting in a hard chair, they could feel stimulation down their right leg and when they shifted, it would go away. It was reported the patient saw a low patient programmer (pp) battery screen. The patient reported later they were able to change the batteries, and the patient connected to their implantable neurostimulator (ins) which it showed the ins was on program 2 at 0.0v. The patient stated they were in program 1 at 3.3v before and was having problems. It was stated the patient had a surgery and the shut the device off. After the surgery, they turned it back on and it worked for a while. Then they noticed they were urinating more. It was noted they went to the bathroom before going to the store to get batteries and couldn't get home fast enough since they had to go again. It was stated the patient increased their voltage in program 2 to 0.5v and confirmed they felt stimulation. Additional information received reported the patient stated they had help changing to program 2 but was having problems. They were still wetting themselves on program 2 and wanted to go back to program 1. It was noted the patient was able to change to program 1 at 3.3v but the stimulation was uncomfortable so they decreased it to 3.1v and confirmed it was comfortable. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported after talking with the manufacturer¿s staff, they told them to use the gray buttons and don¿t push the black. It was stated that it was working much better; however they still had to use a pad and they were urinating at least 3 times in the night but no accidents and no stimulation down the right leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.